Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck button error. The customer¿s blood glucose level was unknown. The customer reported that they had stuck button error and also had high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Also, all buttons functioning properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.